Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing causing mode switch. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise, mode switch, and insulation damage. As received, a partial lead consisting of the distal portion was returned in one piece for analysis, measuring 45.6 cm and 48.2 cm, comprising outer and inner insulation respectively. Visual examination revealed an external insulation abrasion that breached the outer insulation and exposed the outer coil, noted at 39.6 cm to 39.9 cm from the distal tip, consistent with friction against the device can. The cause of the reported events of oversensing noise and insulation damage was isolated to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that an insulation breach was observed on the right atrial lead.